Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were unintended curves on the device and/or anatomical conditions which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty deploying the clip which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced to the mitral valve without issue, and the clip deployment steps were started; however, after the actuator knob was turned 8 times and pulled back, the clip did not release. Standard troubleshooting steps were performed. After the cds handle was rotated 15 degrees in both directions, the clip released from the cds and was deployed successfully. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.